Manufacturer narrative:
The unit passed the displacement, rewind, basic occlusion, and unexpected restart error alarm test. The unit also passed the self test. All operating currents are within specification. The off no power alarm functions properly. The no delivery alarm functioned properly during the basic occlusion test. The unit was programmed with multiple test boluses, and all boluses were delivered properly and were recorded in the bolus history screen. No bolus anomaly or history anomaly were noted. However, the unit was unable to prime during the prime/compromised force sensor system alarm test due to a faulty force sensor resistor. The occlusion and excessive no delivery tests could not be performed due to the prime/fill anomaly. The following physical damage was noted: minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his blood glucose was 450 mg/dl. The customer treated with a 10-unit bolus, but the insulin pump did not appear to be delivering. The customer removed the device and bolused, but no insulin came out. Troubleshooting was initiated for the hyperglycemia. The customer planned on treating the hyperglycemia with manual insulin injections. The customer ran a prime through the insulin pump but no drops came out of the tubing; additionally, the insulin pump did not alarm with no delivery. The customer disconnected and reconnected the whole set and ran another prime; this time insulin drops continued even after the customer released the act button. A high pressure test was performed and no insulin exited and the insulin pump did not alarm no delivery. The insulin pump was returned for analysis and a replacement device was shipped to the customer.